Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the pacemaker was in backup vvi mode. Programming changes were attempted but it was unsuccessful. Eventually, the physician elected to explant the pacemaker. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of unexpected mode switch to backup operation was confirmed. The device was received for analysis with no telemetry communication and no output. The device was cut open to enable further testing, and the battery was found below end-of-life level. Destructive analysis of the battery cell found no defects. The hybrid circuitry was tested using an external power source, and results indicated normal current drain. Electrical and mechanical tests, including current measurement and output verification did not identify any functional issues. The abnormal battery depletion is consistent with an integrated circuit anomaly within the hybrid. Backup condition could not be reproduced.